Manufacturer narrative:
Additional manufacturer narrative: the device remains implanted; therefor, the reported clinical observation was unable to be confirmed. The device history record (DHR) was reviewed and showed that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve disorder (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The valve degeneration clinically observed in this case was most likely due to a progression of this patient¿s underlying valvular disease pathology combined with the patient¿s other underlying risk factors which included diabetes mellitus type ii, hyperlipidemia, hypertension and cad (coronary artery disease), and other potential unknown factors. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 29 mm bioprosthetic valve was treated with an edwards valve-in-valve intervention after an implant duration of nine (9) years and one (1) day due to severe mitral stenosis. Both devices remained implanted. The patient was in satisfactory condition post-operatively and discharged.

Manufacturer narrative:
Corrected data: from 01/04/2016 to 02/18/2016.